Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a pelvic floor reconstruction with uphold lite including vaginal vault suspension and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the patient experienced pain in her right buttock and right labia. The pain was possibly related to muscle spasm and the subject was treated with toradol. The event is currently resolving.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a pelvic floor reconstruction with uphold lite including vaginal vault suspension and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the patient experienced pain in her right buttock and right labia. The pain was possibly related to muscle spasm and the subject was treated with toradol. The event is currently resolving. Additional information on august 12, 2015. The event of pain in her right buttock and right labia was resolved on (B)(6) 2015.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.